Manufacturer narrative:
(B)(4). The incident generator has been requested but to date, has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the generator self activated while using an e-2100 reusable pencil in cut mode and the pt received a burn on the upper arm. The burn was described as being .05cm in size, minor in nature and was treated with cream. The pt is reported as doing fine and left the hospital on the same day as when the procedure was performed. The customer noted there was a foot switch connected to the generator at the time of occurrence, but stated it was not in use at the time of the incident. The reusable pencil has been discarded and will not be returned for eval.